Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a load step malfunction. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: a review of the black box showed several call service 162 loss of prime due zero force alarms. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged load step malfunction was unable to be adequately investigated. The pump cover was removed to find further moisture ingress to the power printed circuit board, the display screen, and to the continuous glucose monitoring module.